Event description:
Additional information was received by a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured recurrent ventricular tachycardia with a "probable" relationship to the impella device used: ¿the patient developed recurring episodes of ventricular tachycardia. On one occasion, the impella cp migrated 2.1 cm into the left ventricular cavity from the aortic annulus, repositioned successfully to 3.3 cm form the av annulus. Amiodarone was started.¿ it was reported that the patient/event has not recovered/not resolved.

Manufacturer narrative:
The investigation for the hemolysis and ventricular tachycardia (vt) has been completed. The impella pump was not returned. Data logs were reviewed, and no motor current spike or other abnormalities found. The cause of the hemolysis issue was not determined since the product was not returned and due to insufficient clinical information. As the necessary information was not provided, the root cause of the vt was not determined. B.2 revised selection as information was received and should of been reflected on the initial manufacturer device report number 1220648-2024-13255. B.5 additional information was revised and was inadvertently omitted from the initial manufacturer device report number 1220648-2024-13255. H.6 new codes were added as they were inadvertently omitted from the initial manufacturer device report number 1220648-2024-13255.

Event description:
The complainant reported a 59-year-old male patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. A notification was received via abiomed¿s long-term outcome and quality indicator impella registry regarding the patient that endured hemolysis with a "definite" relationship to the impella cp device used: the patient developed hemolysis. Low-density lipoprotein peak 886 u/l; admission hemoglobin 14.3 g/dl, nadir 7.6 g/dl ((B)(6) 2024). Total bilirubin remained within defined limits. The patient recovered with no sequelae.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿